Event description:
The patient got up and found the catheter out of skin part longer than before 10cm. The doctor had to extract the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewi0906 showed one other similar product complaint(s) from this lot number. (433763)